Event description:
It was reported that the patient experienced leak with the artificial urinary sphincter (aus). The aus pump and cuff were removed and replaced with new ones. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.